Event description:
Customer reported via phone, the insulin pump was alarming radio frequency pic failed self-test. Troubleshooting was performed. Customer's blood glucose was 118 mg/dl. The alarm did not occur during the rewind or prime sequence. Customer was advised to perform a bolus into the air and the amount recorded correctly. Customer stated a temporary basal was not programmed prior to the alarm occurring. Customer was advised the device need to be replaced and agreed to return it for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test and had no communication with the blood glucose meter due to a faulty component on the radio frequency circuit board. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.